Event description:
It was reported that the blade broke into the pt's knee after connecting the blade on the shaver, at the beginning of the knee surgery. A new blade was open and used.

Manufacturer narrative:
Additional info will be provided once investigaiton is completed.